Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Five events were reported for this quarter. Five devices were received for evaluation. Three events were confirmed. Three devices were found to be affected by corrosion. The reported event was not confirmed for two devices; the devices were found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.